Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was most likely a damaged yellow luer due to sodium bicarbonate in the purge as reported in the clinical account. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 85-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak at the yellow luer on day 3 of support. A purge bypass was performed. Sodium bicarbonate was the purge solution. No further information was provided. There were no reports of harm to the patient.